Event description:
It was reported that this pacemaker was unable to be interrogated. The magnet rate was 85, which is consistent with an end of life (eol) status. This patient was subsequently hospitalized with intention to explant the device. Currently, the device remains in service. No adverse patient effects were reported.